Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced overstimulation, a burning sensation and pain at the ipg site. The physician explanted the ipg and placed a competitor device.